Event description:
It was reported in 2007, an embolization procedure of an ic-pc (internal carotid-posterior communicating artery) aneurysm. The aneurysm size was 15.9mm x 13.3mm. The subject device (coil) was advanced to the aneurysm as the first coil. When subject device was placed in the aneurysm, an attempt at repositioning was made. When the delivery wire was pulled to reposition, the subject device was found to be detached. The delivery wire was removed. The subject device was placed in the correct location in the aneurysm. There were no complications and the pt condition was reported to be good.

Manufacturer narrative:
Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn. Because the device remains implanted, no eval will be performed.